Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air frequently enters the eye during procedures when using a combined cassette. There was no pt harm reported. Add'l info has been requested.